Event description:
It was reported that a clear, foreign liquid came out of the bd micro-fine¿+ demi insulin syringe when pressing on the plunger to remove air bubbles. The following information was provided by the initial reporter: "in the evening, when I started to prepare the syringe, I noticed that some clear liquid came out of one of the syringes. I pressed down on the plunger of the syringe before I started to inject insulin, and then two small drops of liquid oozed out... So here customer just saw that syringe plunger was bit up, and simply pressed plunger completely down to make sure no air bubbles get in. That¿s when some liquid came out from the syringe. It came out from the needle where medicine would normally come out."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a clear, foreign liquid came out of the bd micro-fine¿+ demi insulin syringe when pressing on the plunger to remove air bubbles. The following information was provided by the initial reporter: "in the evening, when I started to prepare the syringe, I noticed that some clear liquid came out of one of the syringes. I pressed down on the plunger of the syringe before I started to inject insulin, and then two small drops of liquid oozed out. So here customer just saw that syringe plunger was bit up, and simply pressed plunger completely down to make sure no air bubbles get in. That¿s when some liquid came out from the syringe. It came out from the needle where medicine would normally come out."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-apr-2023: h6: investigation summary: customer returned three syringe 0.3ml 31g 8mm inside a zipper bag, without a polybag. Two of the syringes were marked for fluid inside the syringe. During the investigation was able to get a small drop of the fluid from one of the syringes and the ftir results are showing the fluid most likely is silicon. The returned syringes were visually examined and observed no issues. Also, functionally test was performed, and no issues were found. A review of the device history record was completed for batch # 2157822 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. The root cause cannot be determined since the issue was not confirmed.